Manufacturer narrative:
Results: the 3maxc was fractured approximately 148.0 cm from the hub. The 3maxc distal tip and catheter shaft were ovalized in multiple locations. The catheter was slightly deformed in its distal region . Conclusions: evaluation of the returned 3maxc revealed a partial fracture of the distal catheter shaft. This damage was likely a result of retracting the 3maxc against resistance. Since the ace68 was reportedly unable to advance over the 3maxc, it is likely the 3maxc became damaged while advancing the device distal into patient anatomy. If the 3maxc is forcefully advanced against resistance the device may become damaged. This damage likely contributed to the resistance experienced while advancing the ace68 over the 3maxc. Forcefully retracting a damaged 3maxc through the ace68 likely resulted in more resistance and furthered the extent of the damage done to the distal shaft of the 3maxc. Further evaluation revealed slight ovalizations and deformation scattered along the distal region of the catheter. These damages were likely incidental and may have occurred during handling or packaging for return to penumbra. None of the other devices mentioned in the case were returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc). During the procedure, the physician advanced a penumbra system ace 68 reperfusion catheter (ace68) coaxially with the 3maxc and a non-penumbra guidewire to the target location of the m1 of the mca. The physician then advanced the 3maxc and the guidewire. When the physician then attempted to advance the ace68 over the 3maxc, the ace68 did not advance smoothly and the physician felt resistance. Therefore, the 3maxc was removed and the procedure was completed using the same guidewire, the same ace68, and a new 3maxc. It was reported that the 3maxc was fractured, compressed, and elongated about 133 mm from the distal tip. There was no report of an adverse effect to the patient.